Manufacturer narrative:
The insulin pump was received with currents within specifications and passed self-test and a21 error alarm test. No a21 alarm, rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No a17 alarm noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that time and date on insulin pump had to be reprogrammed with each battery change. Date would revert to (B)(6) 2007. Customer's blood glucose was 169 mg/dl. Alarm history showed an unexpected restart error alarm and an external ram crc error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.